Event description:
It was reported to philips that the system froze, preventing imaging. The patient was moved to another system to complete the procedure. The device was in use at the time of reported event. No harm was reported to philips. Philips has investigated this complaint. According to the additional information collected, the issue occurred during the coronary treatment. The procedure was completed by moving the patient to another room. The philips remote service engineer (rse) analysed the system remotely and identified that the cine was not available and performed reboot, but issue persisted. A review of the system logfiles found a malfunction with wired footswitch. Upon troubleshooting actions, the customer informed that the issue was resolved after second reboot. After multiple restarts, the system was returned to use in good working order. Few days later, the issue reoccurred. The philips engineer replaced the wired footswitch. After replacement of the wired footswitch, the system was returned to use in good working order.